Event description:
It was reported that a transcatheter aortic valve evfxplus-26 was implanted in a patient with a diagnosis of aortic valve stenosis. The patient had a medical history of diabetes mellitus treated with oral antidiabetics, dyslipidemia, hypertension, coronary artery disease, renal failure not on dialysis, and severe chronic obstructive pulmonary disease. The patient was a former smoker and had previously undergone coronary angioplasty. Electrocardiography revealed abnormalities including atrio-ventricular block (avb) I and left bundle branch block. The patient was a pacemaker carrier but not dependent. Following the procedure, moderate paravalvular leak (pvl) was identified at the antero-lateral site. No late complications occurred after the procedure and no treatment was reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.